Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus technician went on-site and repaired the device but was unable to confirm the allegation. During the visit to the facility the video connector was replaced due to corrosion on the contacts and a defective locking lever. Electrical safety tests and functional checks were performed; no issues were found, and the unit was released for use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that occasionally, during preparation for use, when connecting a scope in this video system center, there was no image. No patient injury or procedure impact was reported.